Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 33-year-old female patient who had essure (batch no. 626100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), migraine ("migraine"), headache ("headaches"), menstruation irregular ("irregular periods") and abdominal distension ("bloating") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (partial hysterectomy, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and metrorrhagia had resolved and the migraine, headache, weight increased, vaginal haemorrhage, menstruation irregular and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, headache, menorrhagia, menstruation irregular, metrorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the plantiff claims to have received treatment for pelvic pain, abdominal pain, , menorrhagia, metrorrhagia, migraine, headache, weight increased, vaginal haemorrhage, menstruation irregular, abdominal distension. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-dec-2019: pfs and mr received: lot number was added and new events: vaginal hemorrhage, menstruation irregular, abdominal distension was added. Reporter was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 33-year-old female patient who had essure (batch no. 626100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), migraine ("migraine"), headache ("headaches"), menstruation irregular ("irregular periods") and abdominal distension ("bloating") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (partial hysterectomy, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and metrorrhagia had resolved and the migraine, headache, weight increased, vaginal haemorrhage, menstruation irregular and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, headache, menorrhagia, menstruation irregular, metrorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the plantiff claims to have received treatment for pelvic pain, abdominal pain, , menorrhagia, metrorrhagia, migraine, headache, weight increased, vaginal haemorrhage, menstruation irregular, abdominal distension. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and metrorrhagia had resolved and the migraine, headache and weight increased outcome was unknown. The reporter considered abdominal pain, headache, menorrhagia, metrorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: the plaintiff claims to have received treatment for pelvic pain, abdominal pain, , menorrhagia, metrorrhagia, migraine, headache, weight increased. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received : incident category updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- pelvic pain, abdominal pain, , menorrhagia, metrorrhagia, migraine, headache, weight increased. Outcome of events ¿pelvic pain, abdominal pain, , menorrhagia, metrorrhagia¿ updated to ¿recovered / resolved¿. Lab details added. Reporter information, patient details, insertion and removal date updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.